Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after an interventional neurological procedure using a 6fr sheath. Reportedly, after the plunger was removed, there was no suture seen. The footplate lever was lowered, yet the device could not be removed from the patient. The footplate was noted to be closed per ultrasound. The subcutaneous tissue was dissected to remove the device. Although the knot had not formed, the two suture ends captured the vessel wall. The suture ends were tied down to close the access site and achieved hemostasis. Manual compression was applied as a standard precautionary measure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed as an anterior cuff miss. The entrapment of the device is related to case circumstances and cannot be replicated in a lab environment. In addition, analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficulties and the subsequent treatments appear to be related to procedure circumstance. In this case, it is possible an anterior cuff miss prevented full depression of the plunger against the handle, leading to a difficulty to remove, the suture tangled with the device and threaded in the vessel wall producing the entrapment. Further, it is likely the suture capture was in one wall leading to a manual knot formation and tightening. With a suture on one side, this would likely not adequately close the access site. The manual compression applied as standard precaution probably achieved the hemostasis. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.